Manufacturer narrative:
Additional information about death and past patient medical history provided for update. Cause of death remains unknown.

Event description:
On (B)(6) 2010, a 25mm trifecta valve was implanted in an (B)(6) year old male. On (B)(6) 2017, the patient died by respiratory failure by an unknown cause. The patient has a past medical history of myocardial infarction, coronary artery disease, valve disease, coronary artery intervention procedure, hypertension, diabetes, and alzheimer. Additional information was requested but not made available including information on patient's last echocardiogram. (Clinical study patient ID: (B)(6))

Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 25mm trifecta valve was implanted in an (B)(6) year old male. Clinical affairs was informed of the patient death on (B)(6) 2017. Per information received, the patient died of unknown causes. Additional information was requested but not made available. (Clinical study patient ID: (B)(6)).

Event description:
On (B)(6) 2010, a 25mm trifecta valve was implanted in an (B)(6) male. As part of study follow-up, a case report form was received on (B)(6) 2017 that indicated the patient died on (B)(6) 2017 of an unknown cause. Prior to that form, no information was made available to abbott additional information has been requested. (Study patient ID: (B)(4)).